Event description:
It was reported that during initial implant, the wire stripped completely and the physician suspected lv lead damage. The lead was not used. A replacement lead was implanted. The patient was discharged.

Manufacturer narrative:
The complete lead was returned for the reported event of the guidewire stripped completely and lead damage. Visual examination found the ptfe coating of the guidewire inside of the connector pin consistent with procedural damage. X-ray examination found the bunched up inner coil and guidewire stuck inside the lead consistent with procedural damage. Electrical examination found no anomalies. The reported event was confirmed and attributed to procedural damage.